Event description:
It was reported the insulin pump alarmed compromised force sensor system and insulin was squirting out. Customer was disconnected during prime. Customer's blood glucose was 156 mg/dl. The device was not dropped, bumped, nor exposed to water. No damage was noted on the drive support cap. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to cracked end cap. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and cracked battery tube threads.